Event description:
A healthcare professional reported that during surgery a system message was displayed and the system stopped working. The staff followed instructions to stabilize patient´s eye and restarted the system, but the system message could not be reseted. The surgical procedure was aborted. The patient was sent home after the eye was stabilized and the surgery was completed the following day in another clinic. The system message was displayed on several occasions before the system stopped during the surgery. The patient harm is unknown. Additional information has been requested but not received to date.

Event description:
Additional information has been received from the surgeon who performed the second surgery. The system broke down at the middle of the cleanup of the cortex. In surgeon´s opinion the patient will not have any permanent injury due to the event. As the first facility does not have any backup machine they would like to prepare a manual irrigation/aspiration (I/a) equipment for future issues. No additional information is expected.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated and confirmed (via event logs). The fluidics and the fluidics assembly were replaced to address the issue. Both were returned for evaluation. The system was tested and found to meet product specifications. The product met specifications at the time of release. The fluidics and the fluidics assembly were received for evaluation. A visual assessment of the returned samples did not reveal any visual non-conformity initially. However, upon further visual inspection of the fluidics, the encoder of the motor valve was noted to be physically nonconforming. The returned printed circuit board (pcb) and fluidics were installed into a calibrated system hotbed. The system was booted up and a system message (sm) was observed. The returned fluidics was then removed from the hotbed system and the hot bed module was placed back in. The system was booted up again and no sms were observed. The returned fluidics was then installed into the hotbed system by itself and was confirmed to give a sm. The returned module was then removed and upon further visual inspection, the encoder of the valve motor was noted to be nonconforming. The valve motor was replaced and the module was reinstalled into the hotbed. The system was booted up and no nonconformities were noted. The motor valve was found to be nonconforming. However, as the nonconformity was physically related and the part is housed internally, it cannot be determined conclusively how the part became physically nonconforming. (B)(4).